Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: what action did the doctor take to correct the problem with the device? Patient demographics (initials beginning with last name, age, gender) was there damage to the patient due to the problem with the device? What is the current state of the patient? (Not recovered, recovered, in recovery, etc.) What is the status of the return of the product?

Event description:
During a saphenectomy the ligaclip was fired, but the staples came out opened in all the subsequent shots. Procedure: coronary revascularization.

Manufacturer narrative:
(B)(4). Batch # r9257h. Additional information received on 10/15/2018 that device is mcm20. Brand name is ligaclip mca med applier. Catalog is mcm20. (B)(4). The analysis results found that the mcm20 device was returned with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and it ejected 2 clips. Upon inspection, the jaws were noted to be loose relative to the clip track. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint, were found during the manufacturing process.